Event description:
Caller reported cgm error 42 during their sensor session. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the process, leading to a successful start of the sensor session without the display of the error code again.